Event description:
A caller reported a malfunction with their pump, displaying a specific malfunction code. The impact on the customer¿s blood glucose level was unclear as the caller declined to answer whether the level exceeded 500 mg/dl. Tandem technical support arranged to send a replacement pump with updated software to the customer. The caller had no backup therapy and stated they would contact their healthcare provider (hcp) for insulin theray.